Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system is stuck at 00:00. Rse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start-up sequence. The frame grabber card in the flexvision pc failed. The rse suggested the biomed for the replacement of flexvision pc. The biomed ordered and replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.

Event description:
It has been reported to philips that the allura system got stock with 00:00 on the screen. The system was not in clinical use. No harm has been reported to philips. The philips field service engineer (fse) reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.